Event description:
A surgeon reported that approximately three months following lasik surgery, the patient presented with rainbow glare. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).